Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a jts, proximal tibial replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts proximal tibial replacement which was inserted in 2016. The surgeon reported risk of periprosthetic fracture (femur). The CT image provided shows a very thin cortex at the posterior near the tip of the femoral stem which causes a risk of periprosthetic fracture. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's left total knee. Noted on the form: "risk of periprosthetic fracture (femur). Request is for new femoral component (smiles knee) with a long curved stem (longer 140mm)." Update 26 aug 2021: x ray review amended stating "[..] A very thin cortex at the posterior near the tip of the femoral stem [..] ."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant prescription form was received for the patient's left total knee. Noted on the form: "risk of periprosthetic fracture (femur). Request is for new femoral component (smiles knee) with a long curved stem (longer 140mm)."